Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314vrg bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 6947, implantable tachy lead, (B)(6) 2003. (B)(4).